Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 2.50x12mm synergy stent was advanced, however, device was unable to cross the lesion. When it was pulled out, noted that the distal part of the stent strut was lifted. The device was removed and the procedure was completed with implantation of a 2.5x12mm non-bsc stent. No patient complications nor injuries were reported.